Event description:
It was reported that while the instrument was being transferred to another tray the instrument was found to be fractured. There was no report of harm to the patient or foreign body retained.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. H6: component code: mechanical (g04) - drill visual examination of the returned product identified the end of the cutting feature is split / fractured. Material hardness is conforming to print specifications. Wear & tear is seen that indicates repeated use. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.